Manufacturer narrative:
Patient information is not available for reporting. This event/ part# was initially captured and reported under (B)(4), medwatch # (B)(4). On feb 13, 2017, this complaint, (B)(4) was created in order to separate the malfunctions of the devices into two complaint due to one event occurring post-op ((B)(4)) and this event occurring during the revision ((B)(4)). UDI# (B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Reporter facility contact number (B)(6). Initial alert date of the complaint/event is nov 28, 2016. This event/ part# was captured and reported under (B)(4), medwatch # (B)(4). On feb 13, 2017, this complaint, (B)(4) was created in order to separate the malfunctions of the devices into two complaint due to one event occurring post-op ((B)(4)) and this event occurring during the revision ((B)(4)). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported, that the bending plate broke intra-operatively during modeling during an initial procedure. No prolongation of the surgery was reported. No fragments were generated and the procedure was successfully completed. This report is for one (1) bending template 37 holes for reconstruction plates. This is report 1 of 1 for (B)(4).